Event description:
As reported by the user facility: reports safety clip fell apart.

Manufacturer narrative:
(B)(4). The sample and all available information were forwarded to the manufacturer for further evaluation. Their report states that they received one (1) used cannula of introcan safety without packaging. The protective cap and capillary hub were not returned for evaluation. The returned sample was visually inspected and found the safety clip detached from cannula. It was further observed that the returned cannula was measured and the needle was identified as a g18. Crimp marks on the cannula surface was observed and scratch marks were noted at the cannula crimp area and this confirmed the clip presence. The returned cannula crimp width and clip hole diameter measurements were within specification. It was concluded that without the lot number, catheter hub and cap, further evaluation was not possible. A review of the batch history records was not performed due to the batch number being unknown. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufactuer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun internal report # (B)(6). The actual sample has not been received yet for evaluation and the investigation is on going at this time. A follow-up report will be submitted when the results of the investigation become available.

Manufacturer narrative:
(B)(4).